Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to a posterior capsule rupture. A replacement lens of different brand was implanted in the sulcus. Additional information has been requested but has not been received.

Manufacturer narrative:
The product was not returned and the lot number could not be obtained. Therefore, a product evaluation and device history record (DHR) review could not be performed. Based on the information received and as per the surgeon's opinion, the root cause of this event can not be conclusively determined.

Event description:
Additional information: there was no loss of vitreous. A different lens (3-piece) was implanted in the sulcus. Patient's prognosis was described as "doing well - no problems, and seeing well".